Event description:
Medtronic received information that pump error 130, pump error 38, pump error 43 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 38 alarm, pump error 43 alarm, and pump error 130 alarm found on 01/17/2022. Insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 38, pump error 43, nor pump error 130 alarms noted during testing. Successfully downloaded history files and traces using thus. These pump error alarms were found in the pump downloaded history: pump error 38 alarm on 01/03/2022 at 04:39:00, on 01/04/2022 at 20:44:00, on 01/06/2022 at 09:40:00, on 01/10/2022 at 10:23:00, on 01/14/2022 at 21:32:00, pump error 43 alarm on 01/08/2022 at 15:45:24, 19:12:27, on /09/2022 at 16:32:27, on 01/13/2022 at 14:34:02, on 01/17/2022 at 12:48:02 , pump error 130 alarm on 01/06/2022 at 10:57:35, 18:42:08, on 01/07/2022 at 22:00:07, on 01/08/2022 at 15:44:10, 19:09:48, 22:57:47, on 01/09/2022 at 16:30:53, on 01/10/2022 at 14:35:00, 18:22:55, 19:00:49, on 01/14/2022 at 14:55:05, on 01/15/2022 at 11:13:26. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: scratched case. Customer alleged for pump error 38 was confirmed. Customer alleged for pump error 43 was confirmed. Customer alleged for pump error 130 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.